Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ('metrorrhagia') in an adult female patient who had essure (batch no. B11729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the metrorrhagia, dyspareunia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia and metrorrhagia with essure. The reporter commented: essure insertion detail: right side-3 trailed coils left side-3 trailed coils- (as written). ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: "metrorrhagia, dysmenorrhea and dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ('metrorrhagia') in an adult female patient who had essure (batch no. B11729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dysmenorrhea") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the metrorrhagia, dyspareunia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia and metrorrhagia with essure. The reporter commented: essure insertion detail: right side-3 trailed coils left side-3 trailed coils- (as written). ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: "metrorrhagia, dysmenorrhea and dyspareunia". Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events¿ metrorrhagia, dysmenorrhea and dyspareunia". Essure lot number was number. Patient date birth was updated. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.